Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. There is contrast present on the device. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 64.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-oct-2017. A 2.00mm x 20mm maverick²¿ was received with no reported issues. However, device analysis revealed that the hypotube was broken.